Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported they were in a procedure at the time of the report and stated the implantable neurostimulator (ins) was dead. They did not know why the ins was dead. They were replacing the ins during the procedure and testing impedances. During the report, they started programming the new ins and stated they would check impedances after call ended. There were no details around when the ins went dead. There were no symptoms or outcome reported. The indication for therapy was multiple back operations. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.